Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that high voltage lead impedance was high out of range. The device was implanted two weeks ago and early measurements had been in range. The rep reported that the svc to can channel has inconsistent waveform amplitudes and is very noise. Reprogramming changes were recommended.